Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: unable to advance or retract needle in 20g IV catheter. New IV catheter obtained and placed. (B)(6) 2024. 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. (B)(6) 2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm resulted from the inability to advance or retract the needle in the 20g catheter. A new catheter was obtained and utilized on the patient. 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No, the product has since been discarded.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4170685. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.